Event description:
It was reported that the customer received a no delivery alarm while changing his infusion set. Customer changed the tubing but kept the same reservoir and the insulin did deliver. Customer stated that it was an infusion set issue and he was short on supplies. Customer stated that the quick release was hard to remove. Customer stated that it has happened twice. Customer's blood glucose level was 200 mg/dl at the time of the incident. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Set will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.